Event description:
Boston scientific crm received information that this right ventricular (rv) lead became dislodged after the patient was in his room, following the implant procedure. During monitoring, out of place pacer spikes were observed, and dislodgement was confirmed. The patient is chronic afib and not pacer dependent so there was no asystole as a result of dislodgement. The patient returned to the operating room, where the lead was successfully repositioned. No further complications were reported. As the product remains in service, it will not be returned for analysis and boston scientific. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.